Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Not able to confirm the customer¿s complaint that the unit detects air in line when none is present. Event history reviewed. Confirmed several instances of ¿cannot start pump¿ in the error log, but this is not correlated with air-in-line alarms. Further testing failed to replicate the problem. Unit passed all air detector, functional, and visual tests. Performed visual inspection and functional testing per product verification testing (pvt). Unit passed all test criteria. Software is up to date. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device detected air-in-line when none was present. There was no patient involvement, and no patient harm/adverse event reported.